Event description:
It was reported that the locator abutment (imloa003) fractured. The locator abutment was completely removed from the implant.

Manufacturer narrative:
The following sections have been updated: b4: date of this report b5: event description d1: device brand name d2: device product code d4: catalog and lot numbers d10: device availability g4: date received by manufacturer g5: 510k number g7: type of report h2: follow up type h3: changed code to (02).

Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that an unknown locator abutment fractured. The locator abutment was completely removed from the implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One locator abutment was returned for evaluation. The device was shipped to the supplier (zest) for evaluation. The supplier reported that the product had rough wear (visible striations or deep grooves) at the coronal surfaces, and it broke at the post minor thread. The alleged malfunction was confirmed. There were no non-conformances or manufacturing defects noted for this lot. A singular cause cannot be determined. Device expiration is unknown. UDI: (B)(4). Device evaluated by manufacturer: changed "no" to "yes".